Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), ureteric perforation ('ureter perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("painful intercourse"), pollakiuria ("urinating") and renal failure ("kidney failure"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, ureteric perforation, intestinal perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, dyspareunia, pollakiuria and renal failure outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, intestinal perforation, pelvic pain, pollakiuria, renal failure, ureteric perforation and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), ureteric perforation ('ureter perforation') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("painful intercourse"), pollakiuria ("urinating") and renal failure ("kidney failure"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, ureteric perforation, intestinal perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, dyspareunia, pollakiuria and renal failure outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, intestinal perforation, pelvic pain, pollakiuria, renal failure, ureteric perforation and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.